Event description:
It was reported that the patient passed away due to pancreatitis (unrelated to vns) and the devices were explanted. Date of death was unknown but explant date and date of death estimated to be (B)(6) 2019. Generator and lead were returned. Lead was returned in one piece and electrodes were not returned for evaluation. Set screw marks seen on connector pin showing evidence of proper contact between setscrew and connector at lead once. Connector ring has scratches cause by the canted spring in generator header during insertion of the lead connector. Time of occurrence is unknown. Connecter boot o-ring was detached from the ring close to the exposed surface and lead connector boot has detached at the ring backfill interface. Reason for condition is unknown. Abrasions were noted on the outer silicone tubing in multiple location. Tubing has a compressed appearance at multiple locations. Internal abrasion is seen at 5.6-8.7 cm from boot. There were no other issues with the returned lead portions; no adverse effects were seen from detachment product analysis for the patient¿s generator was completed and approved. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse condition found with the pulse generator. High and low impedance values were seen from the data. No additional information has been received to date.